Event description:
During incoming inspection, the customer noted that there seems to be a foreign particle inside the pump chamber.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: one (1) unopened sample was provided for evaluation. Evaluation of the complaint sample confirmed the presence of a debris particle on the exterior surface of the pump chamber that was smaller than the established tappi standard for debris in the quality plan for this product code. It has been identified that this failure mode is not an isolated event. The shunt assemblies are manufactured in a controlled manufacturing environment that uses strict control over product movement into and out of the manufacturing room and requires specialty personal protective equipment for the manufacturing personnel to minimize the inadvertent transfer of debris. A device history review (DHR) for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, the root cause for this failure mode was identified as a process error (debris transfer during the manufacture of the product), which generated the confirmed failure mode of debris smaller than the tappi standard on the external surface of the pump chamber. The manufacturing plant has also initiated a CAPA investigation (is/mn/317) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.